Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Report indicated that the patient experienced stoma site redness, inflammation, and discharge since (B)(6) 2020. Patient was treated with two courses of unspecified antibiotics.